Manufacturer narrative:
Patient identifier, age or date of birth, and weight not available for reporting. Date of device breakage is not known. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported patient was implanted with the matrixmandible mini plate on (B)(6) 2018. On unknown date it was determined the plate broke. Patient was returned to surgery on (B)(6) 2018 where the broken plate was removed. Surgery was completed successfully. Patient status reported as okay. This report is for one (1) matrixmandible mini plate. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: a5: patient ethnicity is unknown. H3, h4, h6: part mfg date: september 18, 201; part exp. Date: n/a; manufacturing location: depuy synthes ¿ elmira; lot: h448384; part: 04.503.750; device history record (DHR) review: a review of the device history record (DHR) revealed no nonconformance reports (ncr). The DHR shows lot# h448384 of matrixmandible mini plate was processed through the normal manufacturing and inspection operations with no nonconformances or rework noted. This lot met all dimensional, visual, and packaging criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material DHR revealed this lot met all specifications with no nonconformances or rework noted." At customer quality, the returned implant was inspected and the complaint was confirmed. The following investigation flow was performed: broken: the plate was returned broken into two pieces through the medial hole on the two-hole side of the plate. The device showed signs of implantation, with numerous scratches and marks on the plate. The threads of the plate are intact and are not stripped. The received condition agrees with the complaint description. A device history review, including material review and material properties, was performed for the returned implant¿s lot number and no material review report (mrrs), ncrs, or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. Relevant drawings for the returned device were reviewed (both current and from the time of manufacture): top-level drawing was reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. Dimensional inspection was performed as below: feature specifications per drawing: thickness: 1 +0.07/- 0.10mm calipers (ca99p): thickness: 1.03 mm the measured dimensions were found to be within the given specifications per the drawings referenced above. The exact cause for the broken plate is unknown, but it is possibly the result of using a load sharing plate in a load bearing application. Risk assessment review: the risk assessment for matrix mandible, was reviewed and found to adequately address the complaint condition. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The subject device has been received by the manufacturer and is undergoing investigation. The results of the investigation are pending completion and will be submitted in a supplemental report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.